Event description:
The product was used during a thoracoscopic wedge resection. Reportedly, the instrument was difficult to close. After firing the instrument, the surgeon noticed that the tissue was split along the staple line. The surgeon widened the incision and added manual suturing to repair the split. The hosp has reported the pt's condition is satisfactory.